Manufacturer narrative:
(B)(4). The complaint device was received for evaluation. Evaluation of the returned device revealed kinks were observed in the sheath assembly at 5.0 cm from femoral marker to the proximal end and the imaging window assembly at 75.5 cm from femoral marker to the distal end. A section of the imaging window assembly is observed flattened at 87.0 cm from the femoral marker to the distal end. Fluid was leaking from an open hole in the imaging window assembly 90.0 cm from the femoral marker at the distal end when the catheter was flushed. The telescope assembly was not able to properly pull back, advance, or retract. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. During image characterization testing, no image appeared in the system due to electrical open at proximal. Imaging core windup was found in the telescope assembly. It was also found that the imaging core or drive shaft was broken at the hub. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on device analysis completed on 22oct2014. It was reported that the distance between the marker and transducer was abnormally longer. During a percutaneous coronary intervention, an opticross¿ imaging catheter was used. After unpacking, the device flushing was performed and it was inserted into the vessel. However, the cineangiocardiogram showed that the distance between the marker and transducer was abnormally longer than usual. The telescope had been moved back to its initial position and wind up was suspected. The procedure was completed with another with same device. No patient complication was reported and the patient's condition is good. However, device analysis revealed an open hole in the imaging window assembly.